Event description:
Per the clinic, the patient experienced an infection and skin overgrowth (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, and both implant and abutment were removed during the same surgery. There are plans to implant the patient with a transcutaneous osia implant system however, this has not occurred as of the date of this report.